Event description:
Customer thinks that the spirit combo insulin pump insulin delivery is not correct. Blood glucose level went down to 4.0 mmol/l. He switched to another insulin pump and his blood glucose increased to 9.1 mmol/l. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.